Manufacturer narrative:
An event of the valve leaflets being unable to open and close properly was reported. Morphological and hydrodynamic examination indicated the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Hydrodynamic testing upon return to abbott and at the time of manufacturing indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 19mm regent aortic mhv,flex cuff, was selected for an implant. In the preparation stage, it was not convenient to observe whether the valve leaflets were normal because of the valve frame. Leaflet function was tested by a rubber hose. After implantation, the physician found that the valve leaflet opened and closed abnormally. The device was replaced with a new 19mm regent aortic mhv,flex cuff, that completed the procedure. The physician instruct the patient to take anticoagulant drugs routinely according to the anticoagulation regimen after routine replacement of the mechanical valve with a current international normalized ratio (inr) is 1.8 to 2.5. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.